Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests. The pump was received with intermittent button response due to corroded keypad traces. The pump was received with an rf pic failed error alarm during the self test due to a faulty component on the radio frequency board. The pump had a cracked case at the display window corner, a cracked lcd window, minor scratches on the lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Nurse reported via phone call that the customer was hospitalized for hyperglycemia. Customer's blood glucose was 561 mg/dl. Customer's blood glucose at time of call was 413 mg/dl. Customer was not wearing the device at time of hospitalization. Nurse was unsure how long the customer was off the device prior to the hospitalization. Customer had called in before reporting the buttons were unresponsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.